Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a concomitant pulmonary vein isolation and left atrial appendage closure (laac) procedure, a versacross connect for faradrive kit was selected for use. The physician got access and inserted the rf wire into the vein, however it was unable to advance. The wire was tried to pull back, but it would not come back, hence the physician pulled the needle and wire out together. It was noted that the wire near the pigtail was frayed/sheared. The procedure was completed using a different versacross kit. No patient complications occurred. The device is expected to be returned for analysis. The rf wire was inserted and became stuck within the metal introducer needle, no dilator was used.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and found to have its insulation damaged at near distal end. Next, the device was noted to met its design specification for the distal and proximal outer diameters, during dimensional testing. The reported allegation has been confirmed as insulation damage to the rf wire near distal end. Based on the investigation and information provided, the rf wire was inserted through an introducer needle which led to insulation damage. The instructions for use of the device warns users to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.' Therefore, conclusion code 'failure to follow instruction' was selected.

Event description:
It was reported that during a concomitant pulmonary vein isolation and left atrial appendage closure (laac) procedure, a versacross connect for faradrive kit was selected for use. The physician got access and inserted the rf wire into the vein, however it was unable to advance. The wire was tried to pull back, but it would not come back, hence the physician pulled the needle and wire out together. It was noted that the wire near the pigtail was frayed/sheared. The procedure was completed using a different versacross kit. No patient complications occurred. The device is expected to be returned for analysis. The rf wire was inserted and became stuck within the metal introducer needle, no dilator was used.